Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as itchy on back under te pads. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed multiple medications for the skin irritation. Follow up indicated that the rash improved.